Event description:
During a paracentesis, the tpk catheter started to leak where it should be leakproof. When pulling out the stylet, the peritoneal fluid leaks everywhere. Manufacturer response for needle, catheter thora-para catheter (per site reporter). They are aware and will be doing an analysis of the returned product.